Event description:
A theatre nurse reported that two vitrectomy probes did not cut adequately during two vitrectomy surgeries. A new cutter was opened and calibrated to complete the procedure. This cutter was part of a custom pak, but the facility also experienced similar issues in the past with stand alone cutters. There was no patient harm. Additional information has been requested but not received to date. This is one of three reports being filled for this facility. This report is for the second system.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The probe and system functioned as intended. The system met specifications at the time of release. No probe was returned for poor cutting. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. The root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).